Event description:
Poly exchange was performed for suspected infection. Size was increased from 11mm to 13mm and no infection was found.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient retained device.

Manufacturer narrative:
An event regarding revision involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as records were not provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the patient underwent revision surgery to exchange the insert component due to suspected infection however no infection was noted during this procedure. The insert component was exchanged and the procedure completed.

Event description:
Poly exchange was performed for suspected infection. Size was increased from 11mm to 13mm and no infection was found.